Manufacturer narrative:
H3: no parts have been received, by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used pre-operatively in an unknown procedure. It was reported, that pre-operatively, the site was brought to the operating room suite to diagnose a "black screen". After some on-site troubleshooting, the site found that the system's computer was failing. There was no patient present. No further information available.

Manufacturer narrative:
H2 - additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the procedure was probably an endoscopic sinus surgery. The fusion died before the case so there was no interruption during the case.